Event description:
The sales rep reported that after monitoring the icp for a period of time, the icp values were jumping around, going from negative values to high positive values. As a result, the device was replaced.

Manufacturer narrative:
Upon completion of the investigation, a follow up report will be filed.

Manufacturer narrative:
Upon completion of the investigation it was noted that the supplier performed this evaluation. During the evaluation a review of the quality records was conducted and prior to distribution this device met all manufacturing and quality testing/inspection specifications. The catheter was evaluated and the following observations noted: film over sensor area. Several bends and kinks along catheter body. Suture attached to catheter material. The sensor passed electronic, noise, linearity/hysteresis, and signal drift tests. Based on the above evaluation, supplier was unable to confirm the exact root cause for the problem reported. Mfg. Date: 01/22/2013.